Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The bav was not returned to edwards lifesciences, as it was discarded by the facility. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, the ventricular perforation was caused by procedural factors (device manipulation) and patient factors (horizonal heart).  The balloon pushed forward through the aortic valve from the tension that had built up on the wire given the fact that the anatomy was significantly horizontal heart. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the implant patient registry, eight days post implant of a 26mm sapien 3 valve via transfemoral approach with a commander deliver system, the patient expired. Additional information provided by the hospital medical records indicated that during the tavr procedure, during the bav, a stiffer wire was used and while attempting to cross the annulus, ¿the balloon pushed forward through the aortic valve from the tension that had built up on the wire given the fact that his anatomy was significantly horizontal heart." Following the bav, the patient became hypotensive and quickly required CPR. The decision was made to proceed with deployment of the sapien 3 valve in standard fashion. The valve was deployed well, however the patient was simultaneously placed on bypass for hemodynamic instability and the chest was opened.  Upon exploration of the heart on bypass, it was discovered that there was a large perforation on the lv wall. The physician¿s impression was that it may have occurred when the balloon pushed forward during the bav. The lv perforation was repaired, and the aortic valve was then replaced with a 21mm edwards prosthesis.  Post op echo showed no perivalvular leaks. The patient was transferred to the ICU.  On pod3 the patient began having significant mediastinal bleeding and was taken back to the operating room, where it was found that the repair of the left ventricle was bleeding.  A patch repair of the lv perforation site was performed. There was no mention of a blood transfusion. The patient tolerated the procedure well and was transferred back to the csu with good hemostasis. Five days later an MRI of the brain was performed which showed, ¿no evidence of recent infarction and no abnormal enhancement of the brain¿. The patient "terminally extubated" and discharged to hospice on the same day. The cause of death was not listed.